Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed on the device which found that the hose bell ring was pulled back exposing the threads going into the handpiece. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mis-handling by use of excessive force pulling on the hose. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a neuro spine surgical procedure, it was discovered that the ¿threading was exposed at the base¿ of the motor device. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement reported. However, patient information was not provided. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.